Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the spare lamp continuing to light up could not be identified. However, it is likely the cause was related to a faulty main lamp. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the device went to the spare lamp and the lamp expired prematurely. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
The problem was resolved by the user facility after troubleshooting with the assistance of olympus technical support. The initial reporter attributed the likely cause of the problem to use error. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.